Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (500 mcg/ml at 35.02 mcg/day) via an implantable pump for unknown indications for use. It was reported that the physician contacted a company representative (rep) on (B)(6) 2024 stating that he needed them to be at an add on rotor and catheter dye study which they attended. The rotor study was successful, with the rotor moving appropriately. The physician attempted to aspirate the catheter but when it tried to withdraw fluid, ¿reddish brownish¿ fluid was in the syringe. He tried to withdrawal the needle and attempt it again; however, the same kind of fluid came out. He did try to attempt to inject dye but was unsuccessful. He referred the patient back to the previous physician. The physician brought the patient into surgery on (B)(6) 2024 to explore what was going on with the pump and catheter. The patient had reported a lack of baclofen therapy and an extreme headache. The rep attended the procedure on (B)(6) 2024 and there was reddish brownish fluid in the pump pocket that the physician sent to be cultured. He was able to successfully aspirate the catheter and inject dye. The physician stated that a dye was present in the cerebrospinal fluid (csf) was moving on x-ray when it was injected. He placed a tyrx pouch and closed the incision. The system was primed after the catheter access port procedure. On (B)(6) 2024, the pump was explanted due to an infection and meningitis. No further information. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were unknown. The patient status was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.